Event description:
In 2008 at 1:07pm, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter has a power issue (meter does not turn on). The customer care advocate noted that the reported issue began in 2007 at 10pm. The pt developed symptoms described as "dizziness and feeling disoriented." On two days prior to original date at 2pm, the pt tested on an unk/other meter at "47 mg/dl." The pt administered self-treatment by consuming food/beverage. It would have been helpful to obtain the following info: testing frequency, diabetes medication regimen, availability of backup meter after 2007, symptoms on two days prior to original date, treatments, diabetes medication regimen, and food intake prior to the reading of "47 mg/dl." During troubleshooting, the reported issue was resolved by correctly installing the battery. This complaint is being reported because the pt alleges she experienced symptoms and a hypoglycemic reading on another meter after the lfs meter power issue started. The pt claims she treated herself with orange juice. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.